Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting a concorde lift cage (item number 1978-09-021c), dr. (B)(6) turned the expansion knob in a counterclockwise direction to collapse the cage. Dr. (B)(6) applied a significant amount of force in this motion causing the tip of the screw driver shaft (item 2878-04-101) to break. Upon realizing this, dr. (B)(6) removed the implant and removed the broken tip. We readjusted the tether instrument and swapped out the screw driver. The implant was then reinserted and expanded properly. It is important to note that the broken piece was in fact retrieved and no parts remained in the patient. Patient consequence? :no. Concomitant part: 1978-09-021c, quantity 1.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed a fractured tip at the distal end of the driver shaft. The second half of the tip was not provided for analysis. The fracture analysis report reveals plastic deformation on the top left and bottom right corners along with torsional shear markings following a circular pattern. The plastic deformation of the tip indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver shaft distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.